Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent severe pelvic pain (lower) (sharp, persistent)') in a 39-year-old female patient who had essure (batch no. A45114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included augmentation mammoplasty (for cosmetic enhancement) in 2009, multigravida and parity 6 (B)(6) 1991, (B)(6) 1995, (B)(6) 1998, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012, *on (B)(6) 2016, ultrasound pelvis revealed essure device is noted. Fluid in the endocervical canal and complex right ovarian cyst. Concurrent conditions included benign tumor excision since (B)(6) 2016, mental disorder, overweight and fluid in uterus. On (B)(6) 2012, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine type headaches ("headache (migraine type pain)"). In 2015, the patient experienced migraine ("migraines"), amnesia ("memory loss") and menorrhagia ("excessive bleeding during periods") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced anaemia ("anemia"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"), fungal infection ("yeast infections"), ovulation pain ("painful ovulation"), paraesthesia ("tingling sensation on my toes"), depression ("depression"), arthralgia ("joint pain"), cyst ("cyst") and mental disorder ("aggravated psychiatric and psychological conditions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ferrous sulfate, fluconazole (fluconazol), folic acid and surgery (removal of essure devices and bilateral tubouterine implantation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fungal infection had resolved, the migraine, amnesia, fatigue, anaemia, uterine leiomyoma, ovulation pain, paraesthesia, depression, arthralgia, cyst and mental disorder outcome was unknown and the weight increased, menorrhagia and migraine type headaches was resolving. The reporter considered amnesia, anaemia, arthralgia, cyst, depression, fatigue, fungal infection, menorrhagia, mental disorder, migraine type headaches, ovulation pain, paraesthesia, pelvic pain, uterine leiomyoma, weight increased and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Ultrasound pelvis - on (B)(6) 2016: results: essure device is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroid uterus, ovarian cyst. Lot number: a45114 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent severe pelvic pain (lower) (sharp, persistent)') in a (B)(6) female patient who had essure (batch no. A45114) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included augmentation mammoplasty (for cosmetic enhancement) in 2009, multigravida and parity 6 (((B)(6)1991), ((B)(6)1995), ((B)(6) 1998), ((B)(6) 1999), ((B)(6) 2009). ((B)(6) 2012),). *on (B)(6) 2016, ultrasound pelvis revealed essure device is noted. Fluid in the endocervical canal and complex right ovarian cyst. Concurrent conditions included benign tumor excision since (B)(6) 2016, mental disorder, overweight and fluid in uterus. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine type headaches ("headache (migraine type pain)"). In 2015, the patient experienced migraine ("migraines"), amnesia ("memory loss") and menorrhagia ("excessive bleeding during periods") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced anaemia ("anemia"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced fatigue ("fatigue"), fungal infection ("yeast infections"), ovulation pain ("painful ovulation"), paraesthesia ("tingling sensation on my toes"), depression ("depression"), arthralgia ("joint pain"), cyst ("cyst") and mental disorder ("aggravated psychiatric and psychological conditions") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), ferrous sulfate, fluconazole (fluconazole), folic acid and surgery (removal of essure devices and bilateral tubouterine implantation). Essure was removed on -(B)(6) 2018. At the time of the report, the pelvic pain and fungal infection had resolved, the migraine, amnesia, fatigue, anaemia, uterine leiomyoma, ovulation pain, paraesthesia, depression, arthralgia, cyst and mental disorder outcome was unknown and the weight increased, menorrhagia and migraine type headaches was resolving. The reporter considered amnesia, anaemia, arthralgia, cyst, depression, fatigue, fungal infection, menorrhagia, mental disorder, migraine type headaches, ovulation pain, paraesthesia, pelvic pain, uterine leiomyoma, weight increased and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Ultrasound pelvis - on (B)(6) 2016: results: essure device is noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroid uterus, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs and mr received- case upgraded from other event to incident. New event patient did not undergoes essure confirmation test was added. Outcome of events migraines, weight gain, excessive bleeding from unknown to recovering/resolving and events sever pelvic pain, yeast infection from unknown to recovered/resolved were updated. Reporters information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.